Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room. Upon review of electrograms, it was noted that the implantable cardioverter defibrillator inappropriately diagnosed ventricular tachycardia as supraventricular tachycardia and withheld defibrillation therapy. Patient was admitted into hospital and programming changes were performed.